Manufacturer narrative:
Mingzhi shen, haihui lu, yichao liao, jian wang, yi guo, xinger zhou, yingqiao nong, zhenhong fu, jihang wang, yuting guo, shihao zhao, li fan, and jinwen tian. 'Intracoronary artery retrograde thrombolysis for st-segment elevation myocardial infarction with a tortuous coronary artery: a case report and review of the literature.' Frontiers in cardiovascular medicine, 2022 doi: 10.3389/fcvm.2022.934489 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted titled 'intracoronary artery retrograde thrombolysis for st-segment elevation myocardial infarction with a tortuous coronary artery: a case report and review of the literature.' It was reported that the patient presented with acute chest pain lasting approximately 80 minutes and was diagnosed with st-segment elevation myocardial infarction (stemi). Coronary angiography revealed complete occlusion of the distal left circumflex (lcx) artery due to a large thrombus burden. A 2.5 mm × 15 mm sprinter legend balloon was cut, leaving a metal marker at the tip, and the device was advanced over the wire to perform intracoronary artery retrograde thrombolysis (icart) using a urokinase-based solution. A thrombolytic cocktail containing urokinase, saline, and contrast medium was injected through the modified sprinter legend balloon in small boluses every 30 seconds. After approximately seven minutes of icart, partial dissolution of the thrombus was achieved; however, residual thrombus remained in the distal lcx. An attempt was made to use a non-medtronic aspiration catheter for thrombus removal, but it was unable to cross the lesion due to vessel tortuosity. The occluded segment was subsequently dilated up to 5 atm using a 2.0 mm × 20 mm sprinter legend compliant balloon, resulting in improved blood flow to timi grade 2. Intracoronary diltiazem was then administered, and final angiography demonstrated timi grade 3 flow. The patient¿s chest pain resolved, and st-segment elevation normalized. The patient received standard post-procedural therapy, including dual antiplatelet treatment, anticoagulation, and cardiac medications. No stent was implanted due to the tortuous anatomy and absence of significant residual stenosis. The patient recovered without bleeding complications and was discharged 10 days after the procedure. At one-year follow-up, no recurrent myocardial infarction, rehospitalization, or death were reported.

Manufacturer narrative:
Additional information: annex d code. Correction: a bolus of unfractionated heparin (11,250 iu) was administered intravenously. A non medtronic guidewire was advanced through the thr ombus to the distal end of the occluded lcx. The distal end of a 2.5 mm × 15 mm sprinter legend balloon was cut off, leaving a metal marker at the tip. Then, the balloon was inserted over the non-medtronic guidewire and through the stenotic section of the occluded coronary artery. After 7 min of icart, the thrombus in the proximal segment disappeared, but the thrombus in the distal location still existed. Section d.3. MFR name and address. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.